Manufacturer narrative:
Unit received with blank display after battery insertion. Unable to download the history and trace files due to blank display. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, display window cover (scratched), cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, damaged keypad overlay texture, cracked case at belt clip rail corner, cracked battery tube area, cracked battery tube threads, stained serial number label, and scratched case. Blank display due to shifted battery tube assembly. Damage to the battery area was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage pump. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and found that pump had a damage at case of the battery tube side. Customer confirmed the damage was impacting the functionality of the pump. Pump no longer turns on. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880 was requested and customer response was the device will be returned.